Event description:
Therapist reported that tidal volume was reading high. Therapist emptied water from tubing and changed out peep valve. Seemed to correct problem. Therapist went back into room a few minutes later and heard crackling noise, removed patient from vent and replaced with new vent. Three days later biomed notified of problem, evaluated vent log and showed multiple rac err1 and sync er1 errors. Also noticed vent would chirp and turbine would turn on by itself in service mode.unit sent to manufacturer for service.